Manufacturer narrative:
The device was received undeployed. The data showed the device generated an 0x41 hazard alarm during second priming and abnormalities were observed in the rotational sensor data. The alarm generating during second prime prevented the needle from deploying as intended. The device was rerun and no abnormalities in the rotational sensor data or alarms were observed. Inspection of the rotational sensor assembly found no damage or defects that would contribute to rotational abnormalities. The exact cause of the rotational sensor malfunction and subsequent 0x41 alarm could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin; this indicates a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.